Event description:
Healthcare professional reported rupture for an unknown side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on the edge of the patch (posterior) side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d4, d6a, d9, h3, h5, h6.